Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 07/06/2026 and 07/07/2026. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient entered bg values outside the 40-400 mg/dl (2.2-22.2 mmol/l) range, which is misuse of the device. At the time of the event, the patient was using an omnipod 5 insulin pump and was resting at home. The patient reported symptoms of weakness and feeling faint and sick. There was no reported change in level of consciousness. The cgm displayed a glucose value of 331 mg/dl, and the patient did not have a glucometer available to perform a comparison. Due to concerns related to a heart arrhythmia, described as premature ventricular contractions (pvcs), the patient contacted emergency medical services (ems). Ems arrived at approximately 4:40 pm. A fingerstick blood glucose measurement obtained by paramedics was 437 mg/dl, while the cgm continued to display 331 mg/dl. During transport to the hospital, the patient self-administered insulin via her insulin pump. Upon arrival at the emergency department, a fingerstick blood glucose measurement was 419 mg/dl, while the cgm remained at 331 mg/dl. The patient was treated with unspecified intravenous fluids and two baby aspirin. No additional medications were reported. Diagnostic evaluation included a CT scan, electrocardiogram (EKG), and laboratory testing, including cardiac enzymes, troponin levels, and serum blood glucose. Although the serum blood glucose value was not provided, the healthcare provider indicated that the patient was not in diabetic ketoacidosis (dka). Following treatment and approximately five hours of monitoring, the patient was discharged later the same day. At the time of discharge, the patient continued to feel weak but was reported to be in stable condition. The patient recovered at home. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.